Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector took longer than expected to infuse a liter of saline, 20-30 minutes. The expected infusion time was reported to be 10 minutes. This occurred during gravity infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.